Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site to investigate exam loading, found that the site always puts all series for each patient on one disk. Average number of series was 15-20, average number of slices was 1700-2200 per disk and likely contributed to perceived slowness when loading all series in framelink software.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system software became unresponsive during a laser ablation. In trouble-shooting, there was a one-hour delay to therapy. No further details were available to the medtronic representative. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Corrections: a medtronic representative reported that the incident occurred during exam loading and the patient was intubated in the or. The software investigation found that the reported event was unrelated to a software issue. The site puts all the patient series on a single disc. On average between 15 to 20 series with 1700 to 2200 slices per disc. The system would take some time to process these exams which could be misinterpreted as unresponsive behavior. The software functioned as designed.